Event description:
It was reported that the variability of vdefib and svc measurements increased since late 2008, and the average values shifted from the low 50s to mid 30s. Additional information was later received reporting the lead was "broken" due to clavicle crush. The lead was returned with report of low/decreased rv and svc defibrillation impedances. Subclavian damage of the lead was also noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that the variability of vdefib and svc measurements increased since late 2008, and the average values shifted from the low 50s to mid 30s. Additional information was later received reporting the lead was "broken" due to clavicle crush. The lead was returned with report of low/decreased rv and svc defibrillation impedances. Subclavian damage of the lead was also noted. The lead was explanted and replaced. No patient complications were reported as a result of this event. Component(s), broken crush impedance, low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.